Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery/occlusion alarm noted.

Event description:
The customer reported via phone call that they experiences high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. The customer treated with the insulin pump. Customer also reported that the insulin pump had no delivery alarm. The customer declined troubleshoot for high blood glucose level and no delivery alarm. The insulin pump will be returned for analysis.